Event description:
Additional information received. Indicated, that this event occurred, during in-house facility testing. No patient was involved.

Manufacturer narrative:
This MDR was generated under protocol (B)(4).as a result of warning letter cms (B)(4). No causes or potential causes of the customer's reported problem were found, during the review of service and repair records. Device evaluation a sample was received, to perform an investigation. A visual inspection of the returned pump found, the tamper seals intact, and no physical damage was observed. A review of the pump event history log found evidence of am medium alarm displayed, cannot start pump. Functional testing was not able to duplicate the reported problem. The root cause of the reported issue could not be confirmed, as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue. The air detector was replaced, as a preventive measure.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited air in line alarm on fully primed sets. No patient injury reported.